Event description:
The distal portion of a safe cross wire broke off while trying to cross a lesion in the right coronary artery (rca). The physician was using the supplied safe cross torquer, and appeared to be applying normal force when he commented that the wire had broken. He had been using the system for no more than 5 to 10 minutes when the wire broke. It was noted that while torquing the wire, the tip did not appear to be anchored or wedged into the lesion but was free in the lumen. As the physician withdrew the proximal part of the safe cross wire, the distal portion of the wire remained in the rca. The physician used an expro elite snare (0.035) to retrieve the distal segment. He was able to pull the snare and broken wire segment into the distal aorta, and then pulled the snare back through the catheter and out of the patient. After removing the snare, the distal tip of the safe cross wire was not recovered. The patient's aorta and peripheral vessels were scanned fluoroscopically to check for the broken segment, but the segment was not observed. While the tip was not found in the interventional area, the physician was convinced that the tip had been removed from the patient. The proximal portion of the safe cross wire was removed without incident. The distal portion was later found in the guide catheter during the complaint investigation by the manufacturer.

Manufacturer narrative:
The product involved in this complaint was manufactured by intraluminal therapeutics (ilt), the original manufacturer of safe-cross. Kensey nash acquired the assets of ilt in 2006. The hypotube fractured at a non-joint location was probably caused by excessive external force as evidenced by the flattening of the stainless steel material, most notably on the distal side of the break. The characteristics of the fracture are similar to those replicated under controlled conditions when a sharp bend or "kink" was applied to the catheter with the safecross hypotube contained inside. The time of occurrence and cause of the external force is unknown. The kink on the catheter may indicate that some external force was applied as the safecross wire was contained within it, and as such, occurred post manufacturing. There have been no previous reported device failures that exhibited a hypotube broken at a non-joint location. Kensey nash corporation will continue to analyze and trend similar incidents, and take appropriate actions as warranted.